Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was returned to edwards lifesciences for evaluation with delivery system partially inserted through sheath. The crimped valve was exposed through the sheath liner. The returned device was visually inspected for any abnormalities and the following was observed: one (1) strut punctured through sheath shaft. One (1) strut bent outwardly at the inflow side. Post expanded: one (1) strut remained bent at the inflow side near c1. Frame distorted/canted. All struts exposed through skirt, normal after crimping and use. Leaflets wrinkled and dehydrated likely due to storage condition (prolong crimping) during the return handling process. Valve strut punctured on sheath shaft. Bent struts at the inflow. Bent strut at the inflow side near c1/ frame distorted/canted. All struts exposed through skirt/ leaflets wrinkled and dehydrated (inflow/ outflow). Imagery was provided by the site and revealed the following: patient's access vessel had presence of tortuosity. One (1) strut bent at the inflow side and valve exposed through sheath liner. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. The risk of difficulty or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty or unable to navigate catheter through anatomy. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ''during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the push force was great while advancing the valve through the esheath. The seam split away from the esheath and the tear was 'smooth.' As the valve exited the unexpandable part of the esheath, it was noted that valve was protruding out of the esheath and a strut on the valve was bent''. Per 3mensio, the patient's access vessel had presence of tortuosity. The presence of tortuosity can create challenging pathway during delivery system advancement, and lead to resistance. It is possible resistance was encounter during delivery system advancement. So, if addition force was applied to overcome the resistance, the valve struts caught and tear through the sheath and resulted in the bent strut. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. In this case, a perforation to the iliac artery occurred and available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the push force was great while advancing the valve through the esheath. The seam split away from the esheath and the tear was 'smooth.' As the valve exited the unexpandable part of the esheath, it was noted that valve was protruding out of the esheath and a strut on the valve was bent. Additionally, the patient had a perforation to the iliac artery and a covered stent was placed. Per the report, the possible root cause was the bent strut perforated the iliac artery.